Manufacturer narrative:
H3: product analysis: visual examination confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery due to the loosening of the the implant (screw). It was reported that the tip of screw driver broke when the set screw was removed by the driver in combination with counter torque. The break occurred while removing the first one. It was said that the broken tip could be taken out later and returned to tac. The rod was cut and the screw of the cut part was removed as the screw had come off. The reason why obturator was not used was that the physician hated the possibility that the obturator would drop off from the break-off driver. There were no patient symptoms/complications. The product will be returned and will not be replaced. It was reported that, when the driver broke, it fell in the patient's body, but removed from the body. The broken tip of the driver was returned together with the driver. There was no fragments reminded in the patient's body. Fixed range was l1 / l5, the screw of l1 came off, the rod protruded, and pressure ulcers occurred, so reoperation was performed. In the reoperation, the rod was cut at l2 and l3, the screw of l1 and l2 was removed, and replacement was not performed at l1 and l2. Four screws were removed. Date of the initial operation: (B)(6) 2020 initial surgery procedure: posterior spinal fusion l1/l5